Event description:
It was initially reported in a neurologist's clinic notes on a vns pt that on (B)(6) 2010, the pt's "magnet recordings were odd today - it showed she had used it several times on (B)(6) and she states she only used it once". Further follow-up from the neurologist's office indicated that multiple activation times were listed per line in the magnet history display. Also, the office had referred the pt for battery replacement due to this error in conjunction with the pt's other clinical symptoms, although the clinical symptoms and the magnet display error had been explained to the office as mutually exclusive. Attempts to obtain programming history have been made, and the return of the information is expected by the manufacturer.